Event description:
Boston scientific received information three months post implant the right ventricular (rv) threshold measurement had increased to 3.5 volts at 1.0 ms. The boston scientific sales representative stated the lead did not appear to have dislodged and noted that the original implant site was high on the septum. The physician elected to reposition the lead to a different location lower on the septum. After a successful lead revision, the rv lead threshold measurement was 0.4 volts at 0.5 ms. The patient was not pacemaker dependent and had a history of myocardial infarctions. The rv lead remains implanted in the patient and no adverse effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.